Event description:
In 2007 a sparc sling was implanted. It was reported that "little barbs," of mesh have protruded into the vaginal wall. She has not experienced pain but trimming the mesh "barbs" is planned. If unsuccessful, further procedure in the hospital is planned. She also is on medication and cream to thicken the vaginal wall to help the situation.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.